Event description:
It was reported the asymptomatic patient presented with multiple episodes of automatic mode switching. Review of the electrograms showed far r wave oversensing. Programming changes were made to the patient¿s implantable cardioverter defibrillator. The patient was stable before and after the programming changes were made and the patient will continue to be monitored.